Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 28 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left side implant. The deflation was confirmed through visual examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left side implant. The deflation was confirmed through visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.